Manufacturer narrative:
Approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned lighttrail reusable 365um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The piece measured approximately 217 cm from the top of the connector to the end of the device. Examination under magnification observed the fiber was fractured, with the remaining section of the fiber and exposed glass tip detached and not returned. Light from the sma connector was bright, clear, and round. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the fiber was fractured. It is likely that the handling of the device during setup caused damage to the fiber that manifested during the procedure. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail reusable 365um laser fiber was used in a procedure performed on an unknown date. The alleged malfunction of the device was not reported by the complainant. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of laser fiber broken.